Event description:
It was reported that the patient experienced syncope and received suspected inappropriate therapy from the cardiac resynchronization therapy defibrillator (crt-d) for possible atrial fibrillation (af) with rapid ventricular response detected as ventricular fibrillation (vf). The crtd remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.